Manufacturer narrative:
Further information was requested but not received.

Event description:
Additional information received indicates the right atrial (ra) lead was replaced to resolve the event. However, it is unknown if the ra lead was explanted or remains implanted and inactive. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2021-10955. During an in-clinic follow-up, events of noise resulting in oversensing due to high ventricular rate were noted on the right ventricular (rv) lead and the right atrial (ra) lead. No intervention has been performed at this time. The patient was stable and will continue to be monitored.